Event description:
The customer reported that one of the bedside monitors (bsm) is in communication loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that one of the bedside monitors (bsm) is in communication loss at the central nurse's station (cns). Technical support is working with the customer to resolve the problem. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 01/13/2022 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 2: 01/14/2022 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 3 01/17/2022 emailed the customer via (B)(6) for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that one of the bedside monitors (bsm) is in communication loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that one of the bedside monitors (bsm) is in communication loss at the central nurse's station (cns). Technical support is working with the customer to resolve the problem. There was no patient injury reported. Investigation summary: a customer complaint history review did not reveal any additional communication loss issues around the time of this event. The issue of communication loss was most likely resolved without assistance from nk representatives. Communication loss occurs when bedside/telemetry monitors are not able to communicate with cnss and rnss on the network. As no further issues were reported, the root cause is most likely related to the customer's network. It is also possible that the bsm in question lost power resulting in communication loss. As the communication loss is unlikely to be a result of a deficiency in the design or manufacturing of an nk device, a CAPA is not warranted. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns. Manufacturer references # (B)(4) - (B)(4) follow up 001.